Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an increase in incomplete cuts and flap thinning post lasik flap creation. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
No abnormalities that could have contributed to this event were found during the device history records review and the product was released according to company acceptance criteria.the root cause could not be identified.(B)(4).